Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported removing a partially saturated tampon after 4 hours of wear. The next day she experienced cramps, vaginal discharge and a vaginal odor. Two days after removal she noticed pieces of pledget coming out of her vaginal cavity. She then manually removed any remaining pieces. She did not seek medical attention. She self treated by using boric acid suppositories and a probiotic vaginal suppository. She has since recovered and did not require any medical treatment.